Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight and then the fiber cap detached outside of the patient at 47,464 joules. No patient injury was reported.